Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her daughter was hospitalized and due to infection and high blood glucose was 1200 mg/dl on (B)(6) 2019. The customer¿s blood glucose level was 1200 mg/dl and 320 mg/dl at the time of incident. The customer was treated with manual, intravenous and insulin drip. The customer does not allege pump was under delivering. It was reported that the drive support cap was sticking out. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08770 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.